Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that a design deficiency caused the software failure. The internal complaint reference is the following: (B)(4).

Event description:
During a device demo, it was identified that a software failure has been detected. Communication failures and frozen stop sign were experienced during demonstrations. There was no patient/user impact reported.